Event description:
Caller reported a malfunction on the pump, which occurred after clicking a cartridge into place while the pump was checking availability. There was no adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if the issue recurred. The caller acknowledged and understood the instructions.